Manufacturer narrative:
The customer submitted voluntary medwatch mw5103486 which explains that the differences seen on repeats of patient samples tested for calcium ranged from 1.0-2.0 mg/dl higher than what the analyzer released initially. The repeat/correct value for the test was 9.3 mg/dl for the complained patient sample. The patient was sent to the emergency room based on the initial value and the patient was sent home based on the repeat value. There was no harm to the patient. Medwatch field b3. Updated.

Manufacturer narrative:
The field service engineer found that a tubing assembly was pinched. The rinse mechanisms, fluidics, vacuum diaphragms, and rinse nozzle squeegees were checked. The tubing assembly was replaced. The customer completed and accepted calibration and controls. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. The initial value was reported outside of the laboratory. The sample was repeated after replacing a probe. The sample initially resulted in a calcium value of 7.7 mg/dl, which repeated as 9.8 mg/dl. The calcium reagent lot number and expiration date were requested, but not provided.